Manufacturer narrative:
(B)(4). Implant date - 2017. Report source: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a taper fracture on the arcos stem. The revision occurred six years post implantation. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Mmi impressions: hardware fracture noted in the femoral component of the right total hip arthroplasty. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
D10: 11-301300 arcos con sz a std 50mm 787060. 650-1159 delta cer fem hd 28/-3mm t1 2.02e+09. Ep-200160 act artic e1 hip brg 28x54mm 828390. 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 63732471. 00223200418 cable cerclage cable with crimp 1.8 mm dia. 635 mm length 63840125.

Event description:
No additional event information to report at this time.